Event description:
The patient reported that their doctor had them go to axonics device, but the patient didn't like it because they couldn't adjust settings unless they went to a rep. Patient switched back to (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).